Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) k171712. Summary of investigational findings: investigation is based on the event description and the returned devices. It was reported that difficult filter release due to jammed deployment button caused the filter to inadvertently release and malposition. The filter was retrieved and another filter was placed. No reported harm to the patient. Two jugular introducers, two femoral introducers, two introducer sheaths, two long dilators, and one celect-pt filter attached to a gtrs retrieval device were returned. The safety buttons were pressed on every filter introducer and biological matter was noted on them, too, thus assuming the reported, unsuccessful filter release was attempted from jugular approach. During investigation attempts to activate the grasping hook on both jugular introducers failed due to hardened biological matter/contrast media. Therefore, they were soaked in water and finally one of the introducers worked as intended and filter grasping could be achieved. However, despite soaking for hours the blockage inside the second jugular introducer could not be dissolved and no movement of the hook wire inside could be achieved. To determine if any other obstruction could be found the handle was opened and even there hardened blood/contrast was found to prevent the intended movement. Based on these findings and the limited information provided the exact reason for the difficulties encountered, when attempting to release the filter cannot be determined. However, the blockages noted may have been a contributing fact and so may improper filter attachment, when reloaded from femoral to jugular introducer, or excessive tension applied to the system during filter release. No evidence to suggest that the device was not manufactured according to specifications or working as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "filter deployment button jammed (fail to release), and finally deployed inadvertently which lead to malpositioning of the filter. Had to retrieve and use a new filter." Patient outcome: "no adverse outcome. No further intervention required.¿